Event description:
It was reported that a neonate pt was on ECMO (extracorporeal membrane oxygenation) with an internal pacemaker. The pace mode was not turned on and the ge medical device was counting intrinsic pacemaker activity when no r-waves were present. This resulted in a critical event not being noticed for 15 minutes; despite cardiopulmonary resuscitation the neonate expired. The ge monitor reportedly provided the appropriate alarm for the event. There was no allegation of device malfunction. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Pt data has not been provided by the hospital.